Manufacturer narrative:
The lens was returned adhered to the outside of the company cartridge. A small amount of viscoelastic was observed on the lens. One haptic tip was folded in on the optic. The lens was cleaned with klrp to remove from the cartridge. The optic was scratched on the anterior surface at one optic/haptic junction area. The optic was cracked on opposite edges, angled to the travel path. This damage was similar to damage caused by a plunger override. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The tip had heavy stress. The tip had an aneurysm bottom center. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic were used. The lens was returned. The optic was scratched on the anterior surface at one optic/haptic junction area. The optic was also cracked on opposite edges, angled to the travel path. This damage was similar to damage caused by a plunger override. The cartridge was also damage the tip had heavy stress. The tip had an aneurysm bottom center. This damage would indicate the lens/plunger were not in acceptable positions for advancement. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscoelastic device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during intraocular lens implantation surgery, the physician felt lot of resistance as the lens descended. The physician decided not to insert the lens into patient's eye. When the physician pushed the lens out, he found a crack on the lens. There was no patient harm.